Event description:
Philips received a report from a customer site where two patients were scanned on a brilliance 16 air to acquire head studies. The acquired image on both head studies - one performed with contrast, one without contrast - displayed an image artifact. The radiologist alleges to have nearly misdiagnosed the artifact as a tumor.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The field service engineer evaluated the system regarding the reported event and determined the reported artifacts were due to the customer site not performing routine air calibrations on the system in accordance with the instructions for use, brilliance CT volume 1, part # 453567473691 a, sections 4.4 and 7.3. The fse performed air calibrations which resolved the artifacts.(B)(4).